Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during a recent hospital visit, where they were hooked up to a heart monitor and stayed overnight, a nurse came running into their room in the middle of the night and told the patient their heart had stopped. Follow-up was conducted for additional information but was unable to obtain requested information after multiple follow-up attempts. The device remains in use. No patient complications have been reported as a result of this event.